Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their levels rose to 455mg/dl. The customer states they had issues with their sensors failing. The customer states they received calibration and change sensor alarms. The customer states their pump and sensor readings were off. The customer's sensor reading was 43mg/dl and was found to not be within the acceptable range. Troubleshoot was conducted. The customer is being sent replacement sensors.